Manufacturer narrative:
It was reported that the patient was experiencing power switching events and a controller power up. One battery (bat214800) was returned for evaluation, the controller (con211037) was not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Analysis of the battery revealed that the device met specifications; the battery passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a test controller during the analysis of the battery. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller (con211037) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. The events files indicate the occurrence of a power up event on (B)(6) 2016 at 09:51:40. The data point prior to the controller power up event, at 09:36:52, revealed that battery (bat214800) was connected to power port one with 97% relative state of charge (rsoc) and battery (bat208398) was connected to power port two with 26% rsoc. The data point recorded after the controller power up, at 10:06:39, revealed that battery (bat214800) was connected to power port 1 with 96% rsoc and battery (bat208398) was replaced with battery (bat205369) on power port 2 with 93% rsoc. Review of the data logs indicated that there were two instances of premature power switchings events involving batteries (bat208785 and bat214800) due to momentary disconnections. The returned unit performed as intended at the bench. There were no failures with this battery. The most likely root cause of the reported power switching events can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the controller power up event can be attributed to a disconnection of both power sources. Battery bat208785 was returned to the manufacturer and evaluated under MFR# 3007042319-2016-01269. Analysis of the battery revealed the device passed visual inspection and functional testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - bat214800 unique identifier (UDI) number: (B)(4) - received: 09/13/2016. (B)(4).

Manufacturer narrative:
A new battery was identified for power switching and added to the complaint. (B)(4) catalog: 1650de exp. Date: 11/30/2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4): battery no longer available. Patient was transplanted and battery was disposed. (B)(4). Updated conclusion: it was reported that the patient was experienced power switching and loss of power. The controller, (B)(4), and one battery, (B)(4), were returned for evaluation. One battery, (B)(4), was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported events. Review of the (B)(4)'s manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned devices revealed that the controller and battery passed visual examination and functional testing. Log file analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and (B)(4). The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and batteries. However, an internal investigation has been opened to evaluate the momentary disconnections. Additionally, analysis of the event files revealed a controller power up event with its associated motor start on (B)(4) revealed that the controller was connected to (B)(4) with 97% relative state of charge (rsoc) on power port 1 and (B)(4) with 26% rsoc on power port 2. The data point recorded after the controller power up revealed that the controller was connected to (B)(4) with 63% rsoc on power port 1 and (B)(4) with 93% rsoc on power port 2. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that one power source connected prior to the loss of power was replaced. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The following device was reported; however, it is unknown which device were involved in the reported event: catalog # 1650de, serial # (B)(4), exp. Date:02/28/2017, mfg. Date: 02/01/2016. Device has not been received.

Event description:
The patient reported that there was power switching and controller power up.